Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was received. The obturator was received. A functional evaluation found that the device failed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. A multiple clip applier and a suction irrigation were used to test for resistance by inserting and removing into the cannula. No resistance was noted. The trocar was opened to examine the duckbill, a minimal amount of lube was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while testing the trocar prior to a laparoscopic roux-en-y, a 5mm grasper got stuck in the cannula of the trocar and took significant effort to remove. The inner diameter of the trocar is extremely tight. They opened another 5mm trocar to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while testing the trocar prior to a laparoscopic roux-en-y, a 5mm grasper got stuck in the cannula of the trocar and took significant effort to remove. The inner diameter of the trocar is extremely tight. They opened another 5mm trocar to complete the case. There was no patient injury.